Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 secs 20dp w/ss dc low sorb had components separate. The following information was provided by the initial reporter: "during our compounding of chemotherapy wednesday, 3+ secondary tubings detached during priming of the bags. The break occurred right below the drip chamber where the tubing is usually connected. "

Event description:
It was reported that 3 secs 20dp w/ss dc low sorb had components separate. The following information was provided by the initial reporter: "during our compounding of chemotherapy wednesday, 3+ secondary tubings detached during priming of the bags. The break occurred right below the drip chamber where the tubing is usually connected. "

Manufacturer narrative:
H6: investigation summary: the customer reported that the tubing separated at the drip chamber and returned 3 used and 27 unused samples of material #10014881and lot #21069687. The 3 used samples included 3 separated drip chambers, and only 2 tubing sets. The complaint of separation at the drip chamber is verified. The 27 unused samples were all tested for integrity of the drip chamber connection, and 3 of the 27 separated. One of these 'good' samples that passed was intentionally pulled apart and analyzed under the microscope, along with all the separated samples. The 'good' connection had significantly more solvent than the rest and the root cause for the separations is traced to the assembly process and insufficient amounts of solvent applied. No other failure modes were observed. A device history record review for model 10014881 lot number 21069687 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.